Event description:
It was reported that implantation of the right ventricular (rv) lead was difficult, with lesions from a previous surgery and no capture at five volts, with the physician eventually successfully implanting the rv lead in the septum where there was good sensing and low thresholds. The right atrial (ra) lead also had placement difficulty, being tried at many different locations without much sensing capabilities. The ra lead was only able to be screwed in once, with marginal sensing and intermittent capture, before dislodging as soon as the physician removed the stylet. Eventually, they were able to successfully implant the device system set to vvi. The ra lead is expected to return to boston scientific for analysis, but has not yet arrived. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Dried blood in the helix mechanism prevented direct test of the helix mechanism on the returned product. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that implantation of the right ventricular (rv) lead was difficult, with lesions from a previous surgery and no capture at five volts, with the physician eventually successfully implanting the rv lead in the septum where there was good sensing and low thresholds. The right atrial (ra) lead also had placement difficulty, being tried at many different locations without much sensing capabilities. The ra lead was only able to be screwed in once, with marginal sensing and intermittent capture, before dislodging as soon as the physician removed the stylet. Eventually, they were able to successfully implant the device system set to vvi. The atrial lead experienced dislocation twelve hours post implant, and a revision procedure was performed. The ra lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.